Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor confirmed in history file due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed broken force sensor and critical pump error alarm after inserting new battery. The customer¿s blood glucose was 10 mmol/l at the time of the incident. The mother was assisted in clearing the alarms. The insulin pump will be replaced. The insulin pump will not be returned for analysis.